Event description:
The affiliate indicated that the pt underwent a (pci) percutaneous coronary intervention of a distal (rca) right coronary artery. The vessel was tortuous with an acute angle. The bx sonic was advanced to the target lesion, but due to the acute angle, the (sds) stent delivery system did not cross the lesion. A pt choice guidewire was inserted for added support. The sds was removed from the pt in order to pre-dilate the lesion. Once the sds was outside the pt, it was noted that the stent had dislodged somewhere in the the pt's body. The procedure was completed with pc stent.